Event description:
Patient reported that she was receiving 09 (technical inspection) alarms on her insulin infusion device. The patient reported that she ignored the alarms and the insulin infusion device went into "stop mode." The patient stated that she woke up feeling ill and nauseous. She tested her blood glucose and it read 600 mg/dl. She reported that she switched to injection therapy until she can locate her back-up insulin infusion device. No medical assistance was required. Patient reported at the time of the call that her blood glucose was lowering. Product was requested to be returned for evaluation.